Event description:
The complainant has reported that a male patient, (age unk) had a plastic biliary stent placed (date of procedure unk). The patient then presented at the current facility for stent removal and laser lithotripsy. The plastic biliary stent was noted to break during removal. The clinician removed most of the stent without issue; however, a fragment approximately 0.5cm was not retrieved. The fragment is expected to pass via elimination with stool. The patient status is noted as good. There were no reported complications or ill effects as a result of the stent break/removal. The user facility is unable to confirm whether or not the device (plastic biliary stent) is a boston scientific device.

Manufacturer narrative:
H4 - user facility was unable to supply the correct lot number of the device used, consequently, the expiration date of the device is unk. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine if the device met specification. Should further relevant details become available; a supplemental medwatch report will be filed under the appropriate sequence number. We are unable to determine the relationship between this device and the cause for this event at this time. Our directions for use outline appropriate placement, access and maintenance procedures.